Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/3/25 an ilet user reported they experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on (B)(6) 2025. On (B)(6) 2025, the user experienced a hypoglycemic seizure due to a severe low blood glucose event (<40 mg/dl). Ems was called by the user's husband, and the user was transported to the ER. The user could not recall the treatment received but was monitored and released without hospital admission. The user has not resumed using the ilet system.